Event description:
After iabp for two days, the iab leaked. Blood was noted in the catheter and the pump stopped. Then, the doctor removed the iab. (Event complications: none from the event-reported 05/27/97). (Pt's current status: unk-rpt'd 05/27/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.